Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) organisms marked as clsi strains in the pi and coas do not match. No patient impact was reported. The following information was provided by the initial reporter: the organisms marked as clsi strains in the pi and coas do not match.

Manufacturer narrative:
H.6 investigation summary catalog: 442021. Batch no. 3060949. Customer reports that the clsi strains mentioned in certificate of analysis (coa) does not match those in the product insert (pi). Coa and pi were attached as evidence. Biological performance section in the coa and the pi were evaluated. Coa has two clsi strain references b. Fragilis (atcc 25285) and s. Pneumoniae (atcc 6305). The pi 8089974 (08) 2019-09 has one clsi strain reference b. Fragilis (atcc 25285). Batch history records review was performed. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed. An engineering change control was completed on 10apr23 to change the clsi strain reference. Since the aforementioned date both coa¿s and pi¿s clsi strain references are the same. Quality control certificates list test organisms, including atcc® cultures specified in the clsi standard m22, quality control for commercially prepared microbiological culture media. Quality control requirements must be performed in accordance with applicable local, state and/or federal regulations or accreditation requirements and the laboratory¿s standard quality control procedures. It is recommended that the user refer to pertinent clsi guidance and clia regulations for appropriate quality control practices. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) organisms marked as clsi strains in the pi and coas do not match. No patient impact was reported. The following information was provided by the initial reporter: the organisms marked as clsi strains in the pi and coas do not match.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.